Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309628 batch # 3034733. It was reported that the bd luer-lok plunger rod was broken / damaged. The following information was provided by the initial reporter: rcc received a complaint via email. When drawing the medication up from vial, plunger on syringe is loose, so plunger easily pulled all the way out and medication leaked out of syringe." Item -309628, lot -3034733.

Manufacturer narrative:
(B)(4) - supplemental MDR - plunger rod broken / damaged. One sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. According to verbatim, the complaint appears to be for the absence of stop ring on the plunger rod. This product does not have a stop ring by design according to its product specification. The reported defect was not identified in the samples received so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3034733. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.